Event description:
The surgeon reported that the patient had a mets distal femur implanted approximately 18 months ago and the patient has now been diagnosed with a femoral loosening. A revision procedure was performed on (B)(6) 2015. During the revision procedure, the surgeon opted to only replace the femoral component and to implant a longer stem.

Manufacturer narrative:
The company has requested additional information and x-rays regarding the reported complaint, including device specific information pertaining to the original implant. It has been confirmed that the implant which was explanted on (B)(6) 2015 was disposed of by the hospital, and is therefore not available for evaluation. Please note that the mets distal femur instructions for use identifies loosening as both an "intraoperative and early postoperative complication, as well as a late postoperative complication".